Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she had an inter body fusion surgery on (B)(6) 2023 patient stated the leads were left in but the surgeon put the leads to the side so he could do the surgery patient stated he had to go back 6 days later to straighten the screw that he put in there. Patient stated she did not mess with the stimulator at all while she was in the hospital. Pt stated that she tried to turn stim on once but she didn't like they way that stim felt so she turned it back off. Patient stated since surgery stimulation has not felt the way she needs it and it is not comfortable. Patient stated when she came home she tried to turn the stimulation on again but stim was too strong @ 6. 1 so she decreased stim down to 3. 8 pt asked if she will need to get another xray that shows her lead position for the field reps so they can do programming. Pss is sending a message to the local field reps and requesting follow up.